Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap chole. According to the reporter: the trocar split in half. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No pt injury was reported.